Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was completely off the refrigerator as the double-sided tape was no longer sticking. A field service engineer removed the rm and the old tape and applied brand new tape and adjusted the rm to its original refrigerator height and secured it in place, then booted the machine back up, but it was not detected on the bus; then fse also observed that the medcart cable was faulty and replaced it with a new one, booted the machine back up again, and the rm was detected on the bus; the customer tested the unit multiple times, and no issues occurred. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the e-lock for the pyxis fridge was rotating backwards. The customer reported that the adhesive was curling up and not adhering properly, which sometimes caused the fridge door to not lock unless the lock was pushed firmly into the latch to secure it in place. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.